Event description:
Following a magnetic resonance imaging (MRI), the device was found to be in backup vvi (bvvi) mode. The device had not been programmed into MRI mode. A device reset was performed to restore the device and resolve the event. The patient was stable.